Manufacturer narrative:
Evaluation completed. One opened bl5223v pack from lot v6268 was returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle does not reach the cutting edge. It advances to approximately the center of the port window. After restarting the cutter the inner needle still did not reach the cutting edge but did advance farther into the port window, nearly three quarters of the way. The inner needle was nearly to the cutting edge but not crossing the cutting edge. The cutter continued to vacuum pulling tissue in but not cutting it. It should be noted that a bent needle could contribute to poor cutting performance due to binding and friction between the inner and out needles. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The doctor reported the cutter from the vitrectomy pack failed. The cutter stopped working during the procedure, it stuck in the closed position. When the doctor comes off the foot pedal and then resumes, sometimes the cutter starts up again but more often it needs to be replaced. They opened a single cutter and finished the case. No patient injury.